Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
Approx. 20 min into the program, the instrument displayed an error. "Pump error: pump door open" even though the operator did not adjust the clinimacs plus instrument, the pump door was close and tubing was threaded properly. The program gave the operator approx. 300 sec to response the issue. After 300 sec, the run was automatically aborted by the clinimacs plus instrument. An emergency elution was performed. The unprocessed product volume was transferred to the recovered elution and a second run was performed with a new kit. Therefore, the cellular material could be rescued and any risk for the patient could be ruled out.